Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3389-40, lot# j0406024v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s ¿right side¿ was removed in (B)(6) 2012 due to lead erosion. It was unclear if the whole right sided system or only specific components were removed. More detailed information about the event was desired, so additional information was requested. If additional information is received a supplemental report will be sent.